Manufacturer narrative:
MDR . / initial 3 of 7. Name tandem street 11045 roselle street line 2 suite 200 city san diego state ca zip code92121. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced events (B)(6) 2023, where infusion set fell off during use. The issues occurred with seven similar types of infusion sets used for about a day.